Event description:
Additional information received from a manufacturing representative reported the patient's infection had cleared and the infections sites were clean.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0w79v, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0w79v, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0w79v, implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0w79v, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the patient had an infection at the burr hole site and behind the ear at the lead and extension connection. The infection was at the wound sites. The patient's (hcp) noticed the infection at a follow up appointment and immediately scheduled surgery to explore. All deep brain stimulation components were removed. The issue was not resolved at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR. Reports. #3004209178-2016-15484, #3004209178-2016-04837, #3004209178-2016-04844, #6000153-2016-00108, #3004209178-2015-15600, #3004209178-2015-16632.

Event description:
Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue.

Event description:
Additional information received from a healthcare provider (hcp) via manufacturer representative reported that the infection was at lead site and they were unable to clear with medicine.